Event description:
It was reported the patient indicated the "implant" failed as the leads were broken. The patient reported she had "3 failed implants due to broken leads." (Refer to manufacturer's report # 3007566237201101735 and 3004209178201102003). Testing was done, although the type and results of the test were not reported. The patient had difficulties finding a physician to explant the system. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).